Event description:
Customer reported that she has had a few times when her blood glucose dropped and she did not know the reason. Customer stated that the blood glucose level went very low and she had a hard time getting it back to normal; she had to take a lot of glucose tablets. Customer was made aware of the potential to deliver insulin through accidental button press. Customer complained about the design which allows the delivery amount to scroll past 0.0 units to the maximum setting. Customer requested to have the insulin pump replaced for one with updated scroll wrap software. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.